Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. Evaluation by the depot technician could not duplicate any burning smell coming from the unit while powered on. The unit operated for one hour with no notice of a burning smell. The unit however, did fail to ignite the lamp when powered on. It was discovered that the ignitor board on the power supply had failed, preventing the unit from igniting the lamp. The power supply was replaced to correct this issue. Root cause analysis: the reported complaint could not be confirmed. Evaluation could not identify any burning smell coming from the unit while powered on; however, it was found that the power supply had failed. The issue of the xenon lightsource having a burning smell is most likely due to an issue with the power supply. The issue of power supply failure is being investigated under internal quality plan. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) smelled like it was burning. It is unknown under which circumstance this event occurred; however, no patient injury, death or surgical delay was reported.